Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had under sensing which captured an unusual rhythm of bundle branch block when viewed. The device remains in use. No patient complications have been reported as a result of this event.